Event description:
It was reported that the patient connector was not connecting with the titanium adapter when the transfer set was changed. There was patient involvement, but no patient injury or adverse event associated with this report. There was no additional information at this time.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ¿baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).